Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 400 mg/dl at the time of the incident. The customer was at 450 mg/dl at the time of the call. The customer used a bolus to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was getting sensor calibration alerts. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer stated their high was caused by the cortisone shot they got. The customer went from 400 mg/dl to 80 mg/dl. The insulin pump will not be returned for analysis.